Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level ranged between 202-250 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.